Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing coil embolization procedure in the varicocele using a lantern delivery microcatheter (lantern). During the procedure, while inserting the lantern into a non-penumbra 5f catheter, the physician experienced resistance and decided to remove the lantern. The procedure was completed using another microcatheter and the same 5f catheter. There was no report of an adverse effect to the patient.